Event description:
The complainant reported the patient was on impella cp support and after the implant, the cp dove deep into the left ventricle (lv) and the inlet curled towards the mitral valve. The doctor pulled the cp out of the lv, and a kink was noted at the cannula right above the aortic valve. The doctor attempted to reposition to resolve the kink without success. The pump was explanted and replaced. The patient remained stable and there was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Data log review was not required for this case run. As per the clinical, pump was too deep into ventricle during advancement of sheath. Pump was explanted. The cause of the positioning issue was most likely use related, based on given clinical details.